Event description:
It was reported that the external pulse generator (epg) displayed an error code. The epg was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the device would not start up properly and displayed an error code. As a result the unit was cleaned, the log file was cleared and device was calibrated. (B)(4).